Event description:
It was reported that the right ventricular lead impedance had been trending upwards for about 3 months and the impedance was high. It was also reported that the threshold had risen. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.